Event description:
It was reported that the customer had a high blood glucose of 402 mg/dl. She delivered a bolus and her blood glucose went down to 314 mg/dl and thirty minutes later, it was back up to 350 mg/dl and the customer had not eaten. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing and no leaks or air bubbles were found. The date of the insulin pump was off by 24 hours. History and settings were reportedly correct. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was not occluded or bent. Customer was advised to change the entire set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.